Manufacturer narrative:
Attempts for additional information have not been successful. The monitor was not isolated for evaluation, so the device was not returned for evaluation. An MDR number with regard to the flotrac sensor will be provided in the supplemental report.

Event description:
It was reported, that during use of an ev1000 monitor, the display on the screen was frozen, while using the flotrac sensor. The same data was shown on the screen and did not change for a "long period of time." However, on the patient¿s bedside monitor the arterial pressure continued to measure as expected. The cockpit screen of the ev1000 monitor remained in color and did not ¿grey out,¿ which would suggest there was no loss in the pressure signal from the flotrac. There was no allegation of patient injury. The device will not be available for evaluation.

Manufacturer narrative:
The device was expected to be returned for evaluation; however, new information was received that the device is not available for evaluation. The serial/lot number of the monitor was not provided therefore a review of the device history record was unable to be performed. Without return of the device, the customer¿s allegation is unable to be confirmed or negated. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient's clinical manifestations. It is unknown whether user or procedural factors may have contributed to the customer¿s experience. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. The flotrac sensor was also submitted and the MDR number is 2015691-2016-03011.